Event description:
It was reported that during the implant procedure, the helix of the lead would not extend. A different lead was chosen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Lead returned with the helix retracted and tissue visible inside helix. Removed tissue with alcohol. Helix operates within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.